Event description:
It was reported that during a ptca procedure, difficulty was encountered deflating the balloon. The balloon was deflated enough to remove without incident. No pt injuries or complications occurred.